Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3058, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 3889-28, lot # v249004, implanted: (B)(6) 2009, product type lead; product ID 3889-28, lot # v249004, product type lead.

Event description:
A healthcare provider reported that a patient had 2 implantable neurostimulators (ins) removed on (B)(6) 2016, but part of the lead on the left side broke off during explant and was left internalized. The systems were removed due to the patient not getting any therapy benefit. The patient had therapeutic benefit for 5 months after implant and then lost benefit. This occurred in 2009. The inss are indicated for urinary dysfunction/sacral nerve stimulation.

Event description:
See MFR report number: 3004209178-2016-13245.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.